Event description:
During device evaluation by baxter personnel, it was determined that an intermate had a leak at the distal luer. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample containing approximately 200 ml of fluid in the reservoir. The condition of a leak at the distal luer was discovered and confirmed during device evaluation for report 6000001-2011-31613. Visual examination of the unit determined that the cause of the leak was cracks on the luer post. No repair was done, as this is a single-use device which will be discarded. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The root cause is due to a manufacturing defect. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.